Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to (B)(6) 2019, the device was noted to have been previously repaired twice, the last repair being for the dermatome running sluggish reported on (B)(6) 2019. On (B)(6) 2019, it was reported that the motor on a dermatome ran rough. The customer returned a zimmer electric dermatome serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 that the device was out of calibration at the zero setting only and that the device was within motor speed specifications, but the motor ran erratically. Repair of the dermatome occurred the same day and involved replacing the motor, cord assembly, and the power switch as well as recalibrating the device. The technician then tested the dermatome and verified that the device was functioning as intended. The dermatome was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor was running erratically, it cannot be determined from the information provided as to what caused the motor on the dermatome to break down such that it would run erratic. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the motor ran rough and would tear tissue grafts. The event occurred during testing. There was no harm and delay in the event. No adverse events were reported as a result of this malfunction.